Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to worsening heart failure. Device interrogation noted that the lower rate limit was programmed sub-optimally and the sensing and pacing times were longer than the programmed atrioventricular delay. Boston scientific technical services (ts) confirmed normal device operation based on programmed parameters. The device was reprogrammed and remains in service.